Event description:
Patient was revised to address osteolysis, loosening of the tibial tray at the cement/implant interface, and the pegs having sheared off the patella. The manufacturer of the cement used in the primary surgery is unknown. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.